Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes did not have the lot number or expiration date on the tube labels. This was noticed after sample collection. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd received one thousand (1000) samples and five (5) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label information was observed. The lot number and expiration date were missing from the tube. Additionally, thirty (30) customer samples were randomly selected and evaluated by visual examination. The indicated failure mode for missing label information with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.